Event description:
It was reported that a user experienced hyperglycemia above 400 mg/dl after a supply and infusion site change on an ilet system using an inset 23" 6 mm set, with no bent cannula observed and no alerts for prolonged hyperglycemia reported; the device delivered 12 units of insulin during the call, after which glucose declined to 227 mg/dl with downward trend. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included review of available use history and troubleshooting education provided remotely. Investigation of this case revealed an undetermined cause for the hyperglycemia, with no device malfunction confirmed and no evidence of infusion set failure identified. It was concluded that the event was user-reported hyperglycemia with cause unclear, with therapeutic insulin delivery occurring and subsequent glucose improvement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.